Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was lost by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician reported that the 5max ace catheter broke and stretched by pulling the device back through the rotating hemostatic valve (rhv). The physician used another 5max ace catheter to complete the procedure and there was no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.